Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the physician experienced difficulty getting this right ventricular lead across the valve as the heart appeared rotated. After it was positioned and the helix extended, the patient's heart rate increased and the blood pressure decreased. Due to the patient's declining status, the physician suspected a perforation and opened the chest. After suctioning blood from the chest cavity, the physician could see a hole in the rv due to an obvious perforation. The perforation was sutured close and the patient heart rate and blood pressure then normalized. The lead was removed and an epicardial lead successfully implanted. There were no additional adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.